Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported the patient faced occlusions from the past 4-5 days because of which his blood glucose level was 675 mg/dl. He tried to treat this with manual injections and by changing out the infusion sets. Subsequently, on (B)(6) 2020, he was admitted to the hospital because of diabetic ketoacidosis, where he was put on a manual intravenous pump (drug name unknown) which resolved the issue. On (B)(6) 2020, he was released from the hospital with no permanent damage. Moreover, the infusion had been used for less than three days. Reportedly, he had a lot of scar tissue and gets scar tissue easily. No further information available.